Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: blood glucose (bg) of "low" (below 40 mg/dl) was recorded by continuous glucose monitor (cgm) at (B)(6)am on (B)(6)2019. Cgm alert 3 (cgm glucose reading below user threshold) and cgm alert 1 (cgm low alert) were annunciated. At 1:54 am, user manually requested a 13 unit bolus without entering current bg or carbohydrate gram values. There were no erratic basal rate adjustments. Making bolus requests without entering current bg could lead to a low bg event. There is no evidence that the pump experienced a malfunction or failure.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels ranging from 20-30 (mg/dl); cause was unknown. A glucagon shot was administered by the contact due to the customer being unresponsive. Recommendation was made to consult with healthcare provider regarding diabetes management.